Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump black box history and alarm history showed one low battery and one replace battery alarm. The pump battery compartment was observed to be cracked. The pump was able to power on appropriately with the returned battery cap. The pump was exercised with no power loss of alarms duplicated. The pump current draws were tested and were found to be within specifications. The pump was opened and no evidence of moisture or loose components was found. During evaluation the force sensor was found to be out of calibration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the batteries inserted into the pump were not lasting longer than one week. The reporter confirmed that the batteries in use were lithium batteries. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.